Event description:
The manufacturer received information alleging a ventilator would not pass testing. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator would not pass testing (unit failing set pressure flow on the pvtool). The device was not in patient use. After the first attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.